Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2024 an ilet user reported experiencing a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024 at 1:55 am pst, the user reported rising blood glucose (bg) levels, which reached 343 mg/dl. The agent guided the user through changing their convatec inset (23", 6mm) teflon infusion set and cartridge. The cannula was not bent, and insulin therapy was resumed. Despite this, bg levels remained high, and the user's son reported persistent hyperglycemia later that morning. The agent suggested checking for issues with the infusion site, but the user's son declined further assistance. On 11/12/2024 a beta bionics customer care agent followed up with the user. The user reported being hospitalized due to severe hyperglycemia and loss of consciousness. On (B)(6) 2024 the user was found unconscious by their son and transported by ambulance to the emergency room, where they stayed for 8 days and received manual insulin injections. The user was discharged on (B)(6) 2024 and transferred to rehab. They were using a dexcom g7 continuous glucose monitor (cgm) during the event. On (B)(6) 2024 the user contacted customer care, reconnected to the ilet, and insulin therapy resumed.